Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. No sample has been returned for evaluation for the report of broken trocar; therefore, the condition of the product could not be verified. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
An ophthalmic surgeon reported that the trocars broke in the eye during procedures. The broken component was recovered by the surgeon. Additional information and product samples have been requested.